Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from canada reports an event as follows: it was reported that during a case on (B)(6) 2019, three instruments broke. The adapter was worn out by the suretrak screw; the two drivers were worn out after inserting set screws from expedium and verse. Procedure outcome is unknown. There were no reported patient consequences. Concomitant devices: set screw (part: unknown, lot: unknown, quantity: 1); suretrak screw (part: unknown, lot: unknown, quantity: 1). This report is for a x25 final tightener. This is report 1 of 1 for (B)(4).